Manufacturer narrative:
Insulin pump passed displacement, and self tests; it failed sleep current measurement, and active current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement and active current measurement remained high. The high current measurements appears to be due to a problem with pcba1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump powered off for last 2 nights. Customer¿s blood glucose was 8.0mmol/l. Customer stated that insulin pump had low battery but not replace battery and alarm history contains power loss alarm. Insulin pump will be return for analysis.